Event description:
I noticed that the ev10000 flotrac setup video explains how to setup, and in doing this liquid will drip down onto the power unit- no matter which way you install that. This may have been the issue with the flotrac in clinical use- maybe check whether they were using the flotrac in these events. The edwards video explaining how to set it up (in doing so dripping liquid onto the power supply) is here: https://youtu.be/fie8wrf7csm?t=206 I suggest you have a look at it- its clearly once source of this problem if the power supply is below it. FDA safety report ID # (B)(4).